Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer, as device was not returned for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded by the hospital.

Event description:
Patient presented on (B)(6) 2019 with pain complaint after a revision surgery dated (B)(6) 2019. Patient underwent a second revision surgery on (B)(6) 2019 to remove the anchor.